Manufacturer narrative:
MDR 3003442380-2026-14513 / initial 1 of 2 this emdr is being submitted for an unknown number quantity based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that the patient faced thirteen infusion sets fell off events during use on (B)(6) 2026. The infusion set was in use for one to two hours. Blood glucose level was high at the time of the event and patient took correction injection via multiple daily injection (mdi) to resolve the issue.